Event description:
It was reported following a percutaneous angiogram a 6f angio-seal evolution was selected for use. The next day the patient returned to the clinic with complaints of right lower leg swelling. A doppler ultrasound revealed a non-occlusive thrombus present in the right common femoral vein and proximal superficial femoral vein. The patient was started on coumadin therapy for 3 months. The patient was taking anti-coagulant medication as prescribed and aspirin.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.